Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with blood glucose levels over 600 mg/dl. The mother stated that the customer had to change the infusion set four times prior to the event. The mother also stated that the insulin pump didn't give a no delivery alarm. Troubleshooting was performed, and found that the time was incorrect. Assisted with the time change. The insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.